Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 08/02/2016 alleging the patient experienced a serious injury while on insulin pump therapy during pregnancy. The patient was reportedly admitted to the hospital on (B)(6) 2014 with diabetic coma after having been difficult to wake. The patient was reported to have been 6 months pregnant at the time. The reporter stated the patient experienced a miscarriage during hospitalization. Details of the treatment of the patient¿s condition while hospitalized were not provided to animas customer support by the reporter. Animas customer support made multiple attempts to contact the reporter and the patient to obtain more information regarding the reported event; however, the neither the reporter nor the patient responded to these attempts. Return of the insulin pump for investigation was refused by the reporter at the time the complaint was made and product replacement was not arranged; the patient remained on the subject pump.